Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient first noticed that his meter read inaccurately high when he compared the result with the subject meter and his relative¿s omni pod on (B)(6) 2015 at 8:30 am. The patient reported that he obtained a blood glucose result with the subject meter of ¿11.2 or 11.4 mmol/l¿ compared to ¿2.4 mmol/l¿ on the other device performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. The patient alleged that the omni pod result was ¿more in line¿ with how he was feeling - as if he was ¿dying¿ and his ¿system was shutting down¿. The patient manages his diabetes with insulin (self-adjuster). He alleged that as a result of the readings he consumed two glasses of lucozade. No medical intervention was specified. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site and the correct testing steps. His test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, although the patient was symptomatic at the time of obtaining the alleged inaccurate results, it cannot, at this stage, be determined when the meter may have started to read inaccurately high. As a result, the patient may have obtained inaccurate high readings on the subject meter and administered treatment based on the alleged results which resulted in the patient¿s reported symptoms suggestive of severe hypoglyce

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.